Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 20.0 mg/ml hydromorphone at a dose of 10.988 mg/day and 22 mcg/ml clonidine at a dose of 12.087 mcg/day and an unknown drug of an unknown concentration at a dose of 1.9229 (units unknown). It was reported that in 2017-nov the patient stated he stuck on his hand/moved his left arm and the "discs where his spinal tap was located" moved, and it blew out l2. The patient stated it was "like the catheter was too short", stating "the pump, where the catheter used to face down toward the ground, spun all the way around toward the top" so he had to deal with that. The patient noted he had an MRI (B)(6) 2017 and "the MRI showed it on the thing". The patient stated he had gone to a therapist, who put pressure on the spinal tap, so the patient could move/stretch. The patient stated it was hard to bend over. The patient had taken oral meds. The patient was admitted to the hospital for replacement surgery a couple weeks ago in (B)(6) 2018, but his platelet count was low, so he was released. The patient stated the blood doctor did not get the platelets right. The patient stated it was going to be rescheduled with a surgeon. The patient's third drug started with the letters "bu" but the patient did not know the name. It was confirmed that prior to pump implant the patient had fusions and pain in l4/l5/s1/s5 and has always had trouble with it. No further complications were expected or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter; product ID 8840, serial# (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was end of service (eos) at the case today. The pump was also empty which was expected. The connector was replaced using a proximal revision kit on (B)(6) 2018 and the pump was also replaced. The rep was not aware of all symptoms reported by the patient in the case but since the pump was replaced to reinitiate therapy. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the cause of the pump reaching end of service (eos) was that the pump passed elective replacement indicator (eri) and went into its predicted eos. The cause of the pump being empty at the time of the replacement on (B)(6) 2018 was undetermined. The empty pump was resolved by the scheduled pump replacement. The hospital retrieved the explanted pump and the customer chose not to return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the "it was like the catheter was too short" affected the patient's left arm "lomtion movement rise left arm and pulls on the patient's spinal tap some. The patient had to get "mased back in place by pofinohh". The patient's pump was facing down, now it was faced up. It was like the hose was too short. The patient's pump did not work no more, the pump stopped on (B)(6)2017. The doctor tried to fill it, he would pull out as much as he tried to put in. The patient may be getting a new pump this month. The patient was praying his platelets were low. The doctor was working on them, they had approved surgery.